Event description:
It was reported bd ultra-fine¿ insulin syringe was found before use with the hub detached. The following information was provided by the initial reporter, translated from japanese to english: verbatim: ¿the hub was detached with the shield.¿

Manufacturer narrative:
H.6. Investigation: customer returned one (1) loose 0.3ml bd insulin syringe. Consumer reported the hub was detached with the shield. The returned syringe was examined and it was observed that the needle hub/shield assembly was attached to the syringe barrel. Attempting to remove the cannula shield resulted in needle-hub/shield separation; no damage to the barrel tip was observed. Unable to perform a DHR review due to an unknown lot number. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA#1122103 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported bd ultra-fine¿ insulin syringe was found before use with the hub detached. The following information was provided by the initial reporter, translated from (B)(6) to english: verbatim: ¿the hub was detached with the shield.¿